Event description:
Product was returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test/download was performed and failed.

Manufacturer narrative:
B5: product returned external visual inspection: pass transmitter voltage test: pass nordic bluetooth pairing test/download: fail ¿ not found d9:yes. G6: follow up 1. H2: device evaluation. H3: yes. Device evaluation attached. H6: 10 testing of actual/suspected advice.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.